Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a skin flap infection. In (B)(6) 2017, the recipient was treated with clindamycin for 1 week. On (B)(6) 2017, the recipient was hospitalized. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant. The recipient's infection has resolved.